Manufacturer narrative:
(B)(4). Additional associated devices: item# 00575201502 lot# 63390506 cruciate retaining cr-flex gender solutions female (gsf) femoral component porous. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address ongoing instability approximately four (4) years postoperatively.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A field action search using cognos bi identified no quality hold with an r-code as the reason associated with the following part/lot 00588604410/62970182) combination as of (B)(6) 2020. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.